Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the call was starting a couple weeks ago ((B)(6) 2026) when the power cord was plugged into the communicator, it felt like the connection from the communicator to cord was a little loose and wiggly. Now the communicator would not charge. During the call, the caller used another power cord and verified the communicator was still not charging. The issue was not resolved. A request was sent to the repair department to replace the communicator. (B)(6) 2026 (B)(4) (con): additional information was received from a patient's representative (con) and stated that they did not receive the replacement communicator yet. The agent reviewed tracking information and provided the tracking number.